Event description:
It was reported that the patient experienced four infusion set cannula was bent and led to high blood glucose and it was addressed by correction injection via multiple daily injection event on(B)(6) 2026 and (B)(6) /2026. The site of insertion was on abdomen. The patient replace infusion set and resumed insulin delivery successfully.

Manufacturer narrative:
Initial 3 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.